Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Subsequent testing of the device at the biomedical engineering department was unable to duplicate the reported malfunction.